Event description:
Resident in bed at 1 am, checked by cna at 1:25 am. Found resident on floor, head between siderail and mattress, rest of body on floor. Bed alarm did not go off. Lifted back into bed with 2 cna's lifting body and nurse moving head. Checked pulse and breathing. Did not find either. Body was still warm and skin pale. Bed alarm did sound when repositioning body.